Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was not confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a lesion in the left main. The 5.0x8 mm nc trek balloon was inflated inside a deployed stent to perform post-dilatation; however, after inflation, the balloon would not deflate. After several attempts to deflate the balloon failed, the decision was made to over inflate the balloon to rupture the balloon to enable removal of the balloon from the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.